Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Note: the date of implantation is unknown. It is either (B)(6) 2000 or (B)(6) 1999. Concomitant medical products: gel mentor breast implant of unknown type manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with gel mentor breast implants of unknown type and experienced bilateral rupture and bilateral capsular contracture. The patient experienced bilateral dimpling. The rupture was confirmed by the healthcare professional by CT scan and MRI. As a result, the patient had undergone removal and replacement with mentor breast implants of unknown type on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the date problem observed was (B)(6) 2009. Patient age at the time of event was 42 years old. The patient experienced bilateral wrinkling. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/2/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. Red material was observed within the device. Gel was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 4.2 cm on the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).